Event description:
It was reported that the device has a long defib charge-up time on ac power only. The bio-medical technician reported that it took 32 seconds for the device to charge to 360j. There was no pt use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device, but could not confirm or duplicate the reported problem. The field service rep verified proper device operation through functional and performance testing, and returned the device to the customer.